Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. Isi performed follow-up and obtained the following additional information regarding the reported event: there were no issues related to the opening and closing of grips. No issues related to left/right (yaw) motion of the grips. No issues related to up/down (pitch) motion of the wrist. There was no cables visibly protruding from the distal end of the instrument. No fragments fell inside of the patient¿s anatomy. The instrument was inspected prior to procedure and there was no damage or anything out of the ordinary. No instruments collided with any other instrument or tool during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument had a defective wire. The procedure was completed with no reported injury.